Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head experienced no image. The issue occurred during an insertion of ureteral catheters/obstruction procedure. The therapeutic procedure was completed using a similar device. There were no reports of patient harm, injury, or death.

Event description:
It was reported that the camera head experienced no image. The issue occurred during an insertion of ureteral catheters/obstruction procedure. The therapeutic procedure was completed using a similar device. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Although a definitive root cause could not be identified, the investigation's results suggest that the following likely led to the malfunction: component failure was the most probable cause of the complaint: due to disconnection in the camera unit, the endoscopic image cannot be displayed. Olympus will continue to monitor the field performance of this device.